Manufacturer narrative:
Section d4 and h4: corrected data manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Review of the submitted system controller log file found no atypical events and the system appeared to be functioning as intended. While reviewing the log file, it was noted that the system was supported by external batteries for several consecutive days. The patient handbook warns to always connect to the mobile power unit when sleeping or when there is a chance of sleep. If you are sleeping you may not hear the system controller alarms. The patient handbook also contains a section on sleeping, which include a pre-sleep checklist. Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a patient transferred in from (B)(6) hospital with arrhythmia. The log file analysis showed that there were no unusual events seen within the log file. It was noted that most of the events captured were pi events, which could have been caused by arrhythmia. The mcs equipment was operating as intended.